Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, there was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar event found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. Results will be monitored. The root cause fo the charger resets could not be isolated to the flash memory failure or the liquid contamination. No adverse event resulted from the defective charger/modem.

Event description:
A u.s. Distributor returned a charger/modem sn (B)(4) indicating that it would not power on.